Event description:
The customer reported to olympus, the generator was giving an e222error message. The issue was found during a laparoscopic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported issue was unable to be confirmed. The device evaluation was unable to reproduce the error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the event could not be reproduced, a root cause could not be determined. It is likely that the phenomenon occurred due to poor communication between the camera head and the video processor. The following is included in the device instructions for use (IFU) and may prevent the event: "make sure that the video connector, its electrical contacts, and optical connecting part are completely dry before connecting the plug to the camera control unit. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." Olympus will continue to monitor field performance for this device.